Manufacturer narrative:
(B)(4): actual device not evaluated. Process evaluation performed. No related ncmrs identified for this instrument. Cuvette device history records reviewed and no related issues identified.

Event description:
Distributor reports patient-self tester generated inconsistent results with the protime microcoagulation system. Pt test performed with protime generated result of 1.9 inr. On the following day, the pt performed a repeated test with protime generating a 4.4 inr. The patient's physician advised patient to discontinue warfarin dosage for the next two days. The next week, a comparison test was performed with protime and the reference laboratory. Both protime and the reference laboratory correlated well, which demonstrated supra-therapeutic results. Patient was administered an unspecified medication to lower his irn. Patient's therapeutic range: 2.5 - 3.5 inr. No adverse events reported due to the initial inconsistent results.